Event description:
The customer contacted stryker to report that their device during testing would not charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field representative evaluated the device and could not duplicate the issue. The representative found no issue with the device or the testing equipment. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.